Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump explant. They were explanted due to pseudomonas aeruginosa bacteremia. The patient had a driveline infection that developed into a pump pocket infection. Patient was explanted and placed on impella 5.5 and protekduo ECMO for right and left sided heart support. The goal was for the patient to rest on ECMO and have multiple chest wash outs and to list the patient for heart transplant once the blood cultures and chest tissue cultures were clean. The pump would be returned. This was not device related. The device parameters were within normal limits. The patient was admitted (B)(6) 2025. The first positive driveline site infection culture was (B)(6) 2024 (cs-214204). The patient remained on protekduo ECMO, impella 5.5, intubated/sedated, on levophed, vasopressin, and epinephrine. The chest remained open and was planned for possible closure tomorrow.

Event description:
The first positive driveline site infection culture was (B)(6) 2024 (MFR #: 2916596-2025-04423).

Manufacturer narrative:
Section h6: health effect - impact code corrected manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection was unable to be conclusively determined through evaluation of the returned device. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned, with the cuff lock disengaged prior to return. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental finding: extrinsic outflow graft obstruction (eogo) observed upon examination of the returned pump. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.